Manufacturer narrative:
The hill-rom tech replaced CPR/et valve to resolve the issue.

Event description:
Info received indicated the emergency trendelenburg was activated the bed would not go into emergency trendelenburg.